Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that during registration with optical frame and chickenfoot, tracking was intermittently disconnecting. The chickenfoot was brand new. Both experienced intermittent tracking issues. Technical services (ts) recommended opening the self-test software information, removing the back cover of the camera cart, and checking the light on power over ethernet (poe) injector and check the o-ring ports. Additional information was provided. The medtronic representative (rep) stated that the issue only happened in registration. When the surgeon attempted to verify the passive planar, both the patient reference and the passive planar disappeared from the tracking window. This occurred while there were no obstructions for the camera's line of sight. Both the passive planar and the patient reference were brand new. Issue also occurred during trace registration. When the instruments did reappear, both had very low geometry errors, typically around .2mm. They did not rise significantly higher. Once in navigation, the issue never occurred. In navigation the instruments performed as expected despite having the same passive planar and patient reference. The rep arrived on site and was unable to replicate the issue in a hallway. The same passive planar and patient reference used in surgery during tracked without issue. The rep checked lights on the back of the camera cart. All o-ring lights were illuminated as expected. Poe light was green. The uninterruptible power supply lights illuminated as expected. The rep checked the network device interface toolbox and performed an infrared snapshot. The photo revealed that the camera could see the spheres in both lenses. Rep also checked the event log of position sensor 1. Logs indicated no obvious signs of problems like firmware mismatch or resolution error. Rep stated that the lights in the operating room (or) were barely brighter than those in the hallway. The customer's other navigation system used the same or as well and did not experience the issue. Rep also confirmed that the lights in the or do not change or get adjusted between registration and navigation. Similar issue reported last year 707763265. Ts suggested that the solid-state drive could be swapped with another navigation system to confirm if it was a software issue. The rep did not wish to present that option to the customer as they were very frustrated. Rep did not bring discs to uninstall and reinstall software as she was told by a previous ts agent that the issue was not related to software. Ts asked for videos of the issue. Ts did not suspect hardware was at fault. All indications listed above point to the issue being either software, environmental, or instrumental related. It was unknown if there was any surgical delay or impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial/lot #: -, ubd: , UDI#: h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: updated d10 and additional codes. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740 software, serial lot/sw version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.